Event description:
Customer called to report that on (B)(6) 2012, the access 2 immunoassay system generated an accutni result of 0.71 nanograms per milliliter (ng/ml). The sample was then repeated with a result of 0.89 ng/ml. The sample was repeated on an alternate access 2 instrument with a result of 0.00 ng/ml. Customer also found three additional patient results with elevated results on the initial run and lower results upon repeat on the alternate access 2 instrument. The laboratory uses a protocol of repeating any accutni sample that is greater than 0.10 ng/ml. Customer also stated that a patient result from (B)(6) 2012 was generated as a "high flier," with a lower repeated result; customer did not report this result. There was no death, injury or change to patient treatment attributed to or associated with this complaint. This report is based on the results generated on (B)(6) 2012. Upon review of customer's supplied accutni quality control (qc) charts, the data dated from (B)(6) 2012 indicated that all three levels of qc were generally performing within 1 to 2 standard deviation (sd) of customer's established mean. However, on (B)(6) 2012, the date of the event, all three levels of qc showed erratic recovery from -3 to +3 sd of the mean.

Manufacturer narrative:
A field service engineer (fse) arrived onsite to examine the instrument. The fse inspected the fluidics module and primed the system. The fse discovered micro-bubbles in the dispense probe tubing and found that there was air coming from the wash pump during the aspiration cycle. The fse swapped the wash pump rotor with the precision rotor and noted that the air was no longer present after priming the system. The fse also found a dried spill in the analytical module, and subsequently removed the module and cleaned the incubator belt track and wash carousel. The mixer pulleys were also replaced due to the spill. The fse then performed several incidental service measures such as mod 11115 (incubator belt), replacing all of the belt clips, replacing the peri-pump tubing due to some wear and replacing the aspirate probes. The fse performed a routine system check, a high sensitivity system check and a 20-replicate precision test using level 1 accutni qc material. Lastly, all three levels of accutni qc were performed; all qc passed within the laboratory's established ranges. All verification testing passed and met performance specifications. In conclusion, although hardware may have been a contributing factor, a definitive cause could not be determined. Customer has not called back to report any further issues relating to this event. Please note that an additional medical device report was filed to document the patient results generated on (B)(4) 2012 as MDR #2122870-2012-01480 (B)(4).